Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump experienced a history anomaly. The customer stated that he treated with a bolus in the morning, and when he checked the bolus history, the insulin pump showed that the bolus was done on the night prior. He reported that he then treated with 2 more boluses on the day of the call, and the bolus deliveries were not present in the bolus history. The customer's blood glucose was 135 mg/dl. The customer confirmed that he had programmed the information and watched the bolus get delivered until the device went back to the home screen. He was advised to disconnect from the infusion set and deliver 0.5 unit of insulin; he reported that 0.5 unit was delivered but the bolus history did not save the information. He noted that the active insulin amount on the status screen showed 0.5 unit. The customer was advised to replace the insulin pump and agreed to return the device for analysis.